Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 401 mg/dl after pausing insulin delivery. The user resumed dosing on the ilet and glucose values returned to range. No outside medical intervention was required.